Event description:
Event description guidant received information that the patient with this implantable pacemaker (ipm) experienced a syncopal episode while the rep was interrogating his device. Interrogation found that the ipm had switched to vvi mode, and pacing was inhibited. The ipm was explanted and replaced with a new ipm.